Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with right atrial (ra) lead manifested twiddler's syndrome. Additional information indicates that the leads were dislodged in which there were no atrial or ventricular capture or sensing. The dislodgement was confirmed through chest x-ray. Further, the patient was feeling poorly for the previous months. This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--